Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had black screen and the remote smart service was offline. A field service engineer (fse) attempted to boot the station and observed a circle timer indicating boot failure, shut down the station and replaced the hard drive and cables, booted the station using the sub drive and reimaged the system to version 1.6.1., installed endpoint security tool (eset), deleted and upgraded remote smart service (rss), rebooted the station and launched the application, completed a full data sync and configured auto login on the station including setting auto login from the desktop, rebooted the station into the application and set the device to managed mode in rss, performed a forced patch to resolve the problem. Then the fse confirmed that the escort logged into the station and verified the inventory of the medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device with black screen and station was on offline. There were no adverse events or injuries reported based on this event.